Manufacturer narrative:
Product was not returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a blood centrifuge procedure on (B)(6) 2016 when the blood was dispensed into cartridge to put in centrifuge,the blood started seeping into base of unit. Where it has the angled piece, blood usually separates with platelet ridge plasma on bottom, all of the blood seeped through. After centrifuge, the entire unit was all bloody and messy and did not appear to be centrifuged at all. The product was thrown away as there was no way to decontaminate it. After review with engineer, the centrifuge may be what caused this event.